Manufacturer narrative:
Additional information was added to a3a, e4, d9, h3, h6, h10, and h11: h11: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no leaks were observed. Priming was performed, and no leaks were observed. Usage test by gravity was performed, and no leaks were observed. Usage test by pump was performed, and no leaks were observed. Water referee back pressure test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the y-site (clearlink) despite a non-baxter green alcohol cap being in place. This occurred during patient infusion with total parenteral nutrition (tpn). New fluids would be ordered and the set replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.